Event description:
Pt admitted for emergency cardiac catherization and angioplasty with insertion of stent. During the procedure, the guidewire got caught in the shrut of the stent. The wire fractured and a portion of the wire remained attached to the stent. The pt underwent emergent coronary artery bypass grafting x2.